Manufacturer narrative:
(B)(4). Date sent: 12/30/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: unk. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with the handle shroud completely detached. Only anvil half washer and there was no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the handle shroud to separate noted during the visual inspection. The event described could not be confirmed as no anvil issues were noted during the functional test. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot: a98c5c, and no non-conformance's were identified. Additional information was requested and the following was obtained: is the current patient status known? Yes, patient was discharged from hospital. Was there any patient consequence or change in the postoperative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Nothing resulting in additional interventions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the anvil undocked/unlocked from the gun prior to firing. Felt ¿wobbly¿ and not secure. Gun was fired after the event on a piece of paper which was securely attached. They used the end of anvil of the 1st stapler and used a new gun. No patient consequences were reported.